Manufacturer narrative:
In the case description, the user mentioned that the pdm was not saving the user's inputs in order to deliver the insulin that they needed. The pdm was received with the lcd screen cracked. Though the screen was cracked, the display was still readable and no impact to touchscreen functionality was observed. It could not be determined when this damage occurred. The ibf data showed that no pdm errors were generated by the pdm on the date of occurrence or on the last day of pdm use. Inspection of the ibf and android log files showed no evidence of missing data or the pdm not registering inputs. The bolus calculations from the date of occurrence and the day before were inspected and found to be correct based on the settings input by the user. The bolus calculator was tested by inputting different bg and carb values to determine if the recommended bolus was correct. All calculations were found to be correct based on the user settings. The pdm was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl; patient stated their personal diabetes manager was not registering inputted data, and thus was not delivering insulin. Symptoms reported include hyperglycemia and nausea the patient was treated with intravenous insulin and manual insulin injections. The patient was released after spending 5 days in the hospital.